Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's cgm was reading 47mg/dl and bg meter displayed value of 123mg/dl. Patient stated her receiver was alerting her that she had a low blood glucose level and she called her doctor. Patient's doctor advised her that if she was unable to raise her bg she would need to go to the hospital. However, patient stated her bg never went too low and was able to get her bg up to an appropriate level. No additional medical attention was required. At the time of contact, the patient was in good condition.

Manufacturer narrative:
Diabetes mellitus is a known cause of hypoglycemia.